Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. A microscopic analysis was performed which identify a punctured in the radius side. Based on the device analysis the final assessment is: a puncture opening on radius assessed as to surgical damage like.

Event description:
Patient reported right side "exchange from textured to smooth breast implants due to concern with the product." Healthcare professional additionally reported "capsular contracture baker grade ii, rupture, swelling, and the implant is larger on unknown side". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.